Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Part and lot number were not provided. Complaint sample was not returned. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Part and lot identification are necessary for review of device history records, complaint history, and sterilization certification, neither were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mclaughlin j.r, lee k.r, (2016).total hip arthroplasty with an uncemented tapered femoral component in patients younger than fifty years of age: a minimum twenty year follow-up study, the journal of arthroplasty, doi: 10.1016/j.arth.2015.12.026

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty with an uncemented tapered femoral component in patients younger than fifty years of age: a minimum twenty year follow-up study". It was identified in the article that three (3) well fixed stems were removed post total hip arthroplasty (tha) for late periprosthetic joint infection (pji). There has been no further information provided and the patient outcome is unknown. No further adverse event was reported associated with this issue.